Event description:
On june 2002 kinetikos medical was notified of a subtalar mba explant surgery performed to alleviate pain reported by the pt after the pt had sprained their left ankle. This dislodged the left mba implant, resulting in pain. There was no report or indications to suggest defective components.